Event description:
The pt had bilateral breast augmentation in 2/84. The pt was very energetic before implants and has a history of raynaud's. In 1988, she had the onset of chronic fatigue. Then she also developed body pains, especially after back surgery for ruptured disk. She also has right breast pain and numerous allergies for which she takes seldane. Ultrasound an xeromammogram examination demonstrates bilateral implant rupture right side definitive extracapsular rupture, left side intracapsular. There are five silicone lymph nodes in the right axilla and one deep silicone node in the left axilla. Because of rupture, silicone lymphademopathy, breast pain and systemic symptoms that may be associated with her implants, it is medically necessary to remove these implants.